Event description:
It was reported that a user experienced high blood glucose over 400 mg/dl, attributed by the user to a leaking cartridge, and troubleshooting and education were completed. Symptoms included hyperglycemia without reported accompanying clinical symptoms. Outcomes included no reported medical intervention, hospitalization, or long-term impact. Investigation included complaint intake review and user troubleshooting. Investigation of this case revealed an unclear cause of hyperglycemia with a suspected infusion or cartridge issue reported by the user, but no confirmed device malfunction was established. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.